Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the surgery the surgeon used one ec60a and one ec45a. By separation of a stent it wasn´t possible to return the knife (both echelon). Also it wasn´t possible to return it with the security mechanism. Both echelon were excise with a scalpel. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # r59780. The analysis results found that one ec45a device was returned with no apparent damage and with an ecr45g reload loaded on the device. The reload was received fully fired. Furthermore the anvil knife slot and the knife were noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.